Event description:
A malfunction on the pump was reported by the caller, which was attributed to heat and humidity from a shower and hot outside temperatures. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact reported. After receiving instructions from technical support, the caller reset the pump and did not experience a recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the malfunction recurs, which they acknowledged and understood.